Event description:
In august 2004, the pt reportedly was seen at the center for evaluation. The CT scan results revealed several electrodes of the array are situated extracochlearly. A review of the CT scanned during initial implant surgery (in 2001) confirmed that the entire electrode array was successfully inserted. Surgery will be scheduled to reinsert the electrode array of the patient's cii device.